Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the following: the patient's capsular contracture was actually on their right breast and it is baker grade iii. The right breast was removed and re-implanted after right breast capsulotomy and capsulorrhaphy. The patient only desired larger breast implant on the left breast and the left breast implant was removed and replaced with a 350cc mentor memorygel breast implant catalog: smpx350 lot: 9495774 sn: (B)(6). In addition, mentor also became aware of the left breast implant's serial number: (B)(6) h6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome on (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 295cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Complication on the right breast will be reported under mrn: 1645337-2021-10200 this medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast augmentation revision with a 295cc mentor memorygel breast implant on the left breast, suffered left breast capsular contracture (baker grade IV), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.